Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on 05/27/2017 due to diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was 600 mg/dl. The customer could not lower the high blood glucose on her own. The customer was treated with insulin through intravenous therapy;and then shots to maintain her blood glucose. The customer was wearing the insulin pump at the time of the hospitalization. The customer¿s current blood glucose level was 147 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited without incident. There were no issues with the insulin pump. The customer was advised to monitor the insulin pump. The device will not return for analysis.